Event description:
Boston scientific received information that this left ventricle (lv) lead was dislodged. An increase in threshold measurement was noted. The lead was repositioned. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.